Event description:
A user facility has reported that a pt developed a leak during from the extension set. Pdrn was called to change the extension set due to what appeared to be a pinhole present resulting in solution leaking out. Pdrn reports pt got peritonitis and was treated successfully with antibiotic administration. Pt continues ccpd therapy without further complication. There is no sample available for evaluation.

Manufacturer narrative:
(B)(6). Medical records reviewed. No additional pertinent info noted.